Event description:
It was reported that a philips sonicare prestige 9900 powered toothbrush melted outside of use. Consumer reported that the event occurred while the powered toothbrush was stored in a backpack. It is unknown if the powered toothbrush was stored in a charging case and/or was turned on. Consumer disposed device. No device returned; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: the event date is approximate. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. No injury occurred related to the reported event. This case is reported out of caution due to the alleged malfunction of melting has the potential to cause death or serious injury if it were to recur.